Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 140017: 60 items manufactured and released on 07-apr-2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, 56 items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in reporting pain due to a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem and head with competitor products and revised the versafitcup dm liner hc 52/28 with a versafitcup dm liner hc 52/28 4 years and 11 months after primary. The surgery was completed successfully.